Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that 2 retic paks were received leaking. The operator was only wearing gloves. There was no injury or exposure to mucous membranes and medical attention was not sought.

Manufacturer narrative:
No additional information is available for this event.